Manufacturer narrative:
The insulin pump was received with no button response due to flatten all button dome switch (no crease). No unlocked j2/lcd keypad connector. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify over delivery anomaly and functional check due to buttons not responding. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of possible over delivery from the insulin pump. The customer's blood glucose reading was 277 mg/dl at time of incident. The customer's current blood glucose was 229 mg/dl. The customer stated that they changed the set and insulin squirted out during prime. The customer was assisted with displacement test and it passed. The insulin pump will be returned for analysis.